Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2018, the patient experienced stoma redness, hardness, pain, suppuration, and a stoma site infection. The patient was taking an unknown antibiotic, not prescribed by the physician. The patient finished the unknown antibiotic and the stoma site infection, stoma redness, hardness, and pain resolved. It was reported that even thought the stoma culture was positive for an infection, no more antibiotic treatment was prescribed.